Manufacturer narrative:
The devices have been in use for approximately a year. This customer has experienced multiple occurrences of screws falling out of the devices this year. While a true root cause cannot be determined, there is most likely a problem within the facility. We are working with the sales representative and the facility to solve the problem the returned devices had a small amount of damage on the screw heads that was inconclusive to the screws being tampered with. We are continue to track and trend the occurrence with the above informaiton, no further actions are required. This can be seen as the final report. If additional patient involvement information is provided, or additional information pertinent to the investigation, a follow up report will be submitted.

Event description:
The custoemr alleged that the screw fell out of the two kerrisons during the same procedure.